Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of the reported event and images of the registration pattern performed by the user, the patient was not the best choice for this registration method and image review the tracer pattern was not optimal. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
In trouble-shooting during the procedure, tracer registration looked good, however, was not pulled to the back of the head. Noted was that the patient had thicker skin. Also noted was that the magnetic resonance imaging (MRI) was three weeks old, but they felt the merge was accurate around the skull. Consideration was there may have been swelling during the procedure. On 06/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/01/2016 a medtronic representative, following-up at the site, reported the incision was halfway back on the head. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. In a tumor resection procedure, they were able to register using tracer and were accurate at the beginning. They used stealthmerge to merge an magnetic resonance imaging (MRI) to the computed tomography (CT) exam. At the lesion, the surgeon deemed being off by approximately 1 millimeter past the legion. They re-checked accuracy on the skull and deemed being 1 mm inaccurate in the opposite direction of the internal. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.